Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed falsely elevated creatinine results generated on an alinity c processing module for two patients. The following data was provided (reference range 59-104 umol/l): sid (B)(6) (79-year-old male) initial result on ac03191 = 341 umol/l, repeat result was approximately 70 umol/l. Sid (B)(6) (52-year-old male) initial result on ac03191 was approximately 300 umol/l, repeated normal range on second instrument. There was no impact to patient management.